Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination due to non-adherence to aseptic technique during ccpd therapy. This is evidenced by the presence of a gram-negative bacteria that is a known contributor to pd-related peritonitis caused by noncompliance to infection prevention procedure. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The peritoneal dialysis registered nurse (pdrn) saw patient in the clinic when the patient complained of abdominal pain. The pdrn stated patient thought the machine was "pulling too hard". The pdrn will reassess when patient is discharged from the hospital. Upon follow up with the pdrn, it was confirmed this patient was admitted to the hospital on (B)(6) 2020 with complaints of abdominal pain and presenting with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken during admission on (B)(6) 2020 resulted in pantoea agglomerans and a white blood cell wbc count showed increased wbc¿s (exact count unavailable). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. The patient was prescribed intraperitoneal (ip) vancomycin at 1900mg and ip ceftazidime at 1000 mg (frequencies and duration unavailable). The patient was transitioned to hemodialysis (hd) for renal replacement therapy in the hospital (start date unknown). The patient was discharged on (B)(6) 2020 and has since discontinued ccpd therapy in favor ongoing of hd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.